Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that he went for his appointment and saw the doctor and the manufacturers's representative (rep). They checked the lead placement and everything was fine. The rep checked the device, increased stim and made sure it was comfortable. It was not stated that the rep was aware of the medical issue a week and 2 days prior to report. He was not seeing any improvement. The rep moved him to program 2 at 1.2v; the patient noticed no change. The patient checked the device and stim was on. It was on program 2 at 1.2v and stim was increased to 1.4v as 1.6v was too strong. He planned to monitor his symptoms and if there is no symptom relief, he will increase to 1.6v again but consider changing to program 1 or 3 if too strong. The patient's next follow up appointment was on (B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0w505, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the patient indicated that the device maybe worked a couple days after implant. This conflicts with the initial report of occurring since implant. It was also indicated that the patient met with the rep for reprogramming because the therapy wasn't working a year prior to the report. During the report, it was noted that the stimulation was on at 2.2v on program 2. The patient declined increasing the stimulation because they thought it would be too high. It was indicated that they patient had an appointment with the rep on (B)(6) 2016, and would discuss programming. It was noted that the patient saw the same hcp regarding his prostate cancer.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w505, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that there were currently on program 4 at 2.2v. The patient stated that after implant, their symptoms were controlled. The patient was feeling stimulation in the right cheek area. The patient reported that they had pain and swelling at the implantable neurostimulator (ins) site since implant. The patient also had a return of symptoms. The patient was going to follow- up with their healthcare professional about the pain and swelling at the ins site. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient later reported that the patient went to the doctor and had an x-ray. The leads were okay. A day later the patient reported that they felt stimulation but therapy was not on. Turning therapy on resolved the issue. There was no a recent medical procedure or electromagnetic interference (emi) exposure. No trauma or fall that could be related to this issue. The patient had an appointment on the (B)(6) to meet with a manufacturing representative (rep). The doctor told him to say on .3 and program 4 and not to make changes. The symptom reported was an intermittent/lack of relief. The change in therapy/symptoms was considered sudden. The issue occurred in (B)(6) 2015. It was noted that the patient did not know how stimulation got turned off. The patient was going to monitor symptoms now that stimulation was on and if they did not resolve by the end of the week, he would call the managing healthcare provider (hcp) and ask if he could increase stimulation while he waited for the appointment on the (B)(6). The patient later reported that he spoke with his hcp and he said it was ok to change stimulation if the patient needed to do so. He was currently on program 4 at .3 and he was not feeling stimulation or getting symptom relief. The patient turned up to 1.1v and he was feeling stimulation in the right butt cheek. The patient was going see a manufacturing representative (rep) in a few days.

Event description:
Additional information received from the patient reported that there was a loss or change of therapy. He got stimulation and everything worked but his stimulator was not slowing his urination down. He was up all night long. He went to the bathroom all the time. He came back from exercising, ate and had been to the bathroom 3 times in the hour. He had tried increasing stimulation. The implant had never really worked since implant. He worked with someone on time and it did not do any good, so he gave up on it. The patient confirmed he had not had any help since implant when verified. Stimulation was felt in the correct area and it was changed to program 2 and increased. Stimulation was uncomfortable and it was decreased and then it was comfortable. It was noted that after he had the implant installed, he met with the healthcare professional (hcp) and manufacturing representative (rep) and they did not help him one bit. The issues had been occurring since implant. It was noted that it was difficult to place the antenna over the implant.